Manufacturer narrative:
Date of event has been estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation and/or interaction of devices resulted in the reported material deformation; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified proximal superficial femoral artery. An unspecified supera self-expanding stent system (sess) failed to cross due to the anatomy, and the stent became elongated. The sess became stuck with an unspecified 6f sheath, so the devices were removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.